Event description:
During remote follow-up, noise leading to oversensing was observed on the right ventricular (rv) lead. Myopotential oversensing was also suspected. Lead damage was suspected but was not confirmed visually. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.

Event description:
During remote follow-up, noise leading to oversensing was observed on the right ventricular (rv) lead. Myopotential oversensing was also suspected. Lead damage was suspected but was not confirmed visually. The device was reprogrammed to resolve the event; the patient was stable and will continue to be monitored. There were no adverse consequences.